Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The received x-ray shows that the implant itself is not fractured. No product will be sent and we have only very sparse information, but since the customer alleges "fracture" we assume that the abutment screw fractured. Added component code 568 to indicate screw fracture. Corrected product information (brand name, catalog # and 510(k) #) and concomitant product.